Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) when using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. A cadaveric donor plasma sample was tested on (B)(6) 2023 and generated a reactive result for hbv with a cycle threshold (CT) value of 37, showing late, minimal amplification. A first repeat test was performed on (B)(6) 2023 using the same sample tube and was non-reactive, though it also showed late, minimal amplification that did not meet the criteria to be called reactive. A second repeat test was conducted on (B)(6) 2023, again using the same sample tube, and was non-reactive without late, minimal amplification. Serology testing for hbv was non-reactive. The donation, which involved corneal tissue, was not used.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications. Positive and negative control results were robust and sigmoidal, indicating proper assay functionality. The data analysis revealed late, minimal amplification in the initial reactive test and the first repeat test, which did not meet the criteria for a reactive result. The second repeat test showed no late, minimal amplification. Internal control growth curves for the sample indicated some suppression, suggesting a sample-specific contributor to the assay. Serology testing for hbv was non-reactive, and no issues were identified with the reagent kit or quality control data. A definitive root cause for the discrepant results could not be determined. The most likely explanation is artifact amplification (non-specific amplification) related to the sample quality, as the sample was from a cadaveric donor. The device remains in operation at the customer site.